Manufacturer narrative:
Analysis results: the cause of the customer¿s complaint was a loose brush hub screw.

Manufacturer narrative:
Date of event: the event date is approximate. The complaint was received from a consumer in (B)(6).

Event description:
A consumer reported that their diamondclean power toothbrush metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.

Event description:
A consumer reported that their diamondclean power toothbrush shaft broken. No injuries were reported. The device was returned for failure analysis and confirmed the shaft was securely retained by the handle and did not detach. A choking hazard was not identified.

Manufacturer narrative:
B5: updated to a consumer reported that their diamondclean power toothbrush shaft broken. No injuries were reported. The device was returned for failure analysis and confirmed the shaft was securely retained by the handle and did not detach. A choking hazard was not identified. Analysis results: 07/21/2022 - this case was originally determined to be reportable based on the information provided by the consumer during intake. Re-evaluated the information after product was returned for failure analysis. The shaft was confirmed it securely retained by the handle and did not come out. The cause of the customers complaint was a loose brush hub screw. Based on the new information and reprocessing of the decision tree, the case is determined to be not reportable.